Manufacturer narrative:
Date of birth: (B)(6). Age at time of event: (B)(6). (B)(6).

Event description:
(B)(6). It was reported that restenosis occurred. The subject underwent treatment with the study device on (B)(6) 2019 as part of the trial. The following lesion was treated in the left limb: distal superficial femoral artery (sfa) (proximal popliteal artery involved) with 100mm length and 100% stenosis. Reference vessel diameters were 5.3mm and 5.3mm proximally and distally. Pre-dilatation was performed using two balloons and the lesion was crossed subintimally. One study stent (7x120mm, 130cm) was implanted. Post-dilatation was performed using one balloon and residual stenosis was 0%. No thrombus was seen in the treated vessel at the end of the procedure. On (B)(6) 2019 a stenosis in the proximal sfa and intrastent was observed. The patient was hospitalized and intrastent percutaneous transluminal angioplasty (pta) was performed. The event was reported as resolved on (B)(6) 2019.